Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged one day post-op. During the lead revision procedure, the physician disconnected the lead, and when attempting to reconnect the device, the atrial set screw was missing. The implantable pulse generator (ipg) and ra lead were both removed and replaced. No patient complications have been reported as a result of this event.